Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx uncovered stent was implanted to treat a malignant stricture in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tight and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, the physician could not pull out the distal tip of the delivery system. The physician waited for 2 minutes for the stent to expand but attempts to remove the delivery system still failed. The delivery system was re-sheathed and the physician was not able to pull the olive tip of the delivery system back through the stent. After 5 minutes, the physician successfully pulled the catheter with force out of the patient's body. The stent remains implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.